Event description:
Initial reporter indicated that the sites dell handheld computer was "experiencing screen freezing episodes." The screen freez episodes were reported as during interrogation of a device. Flashcard reinsertion did not resolve the event. The handheld computer had 7.1 programming software. The handheld and software is at MFR pending analysis completion.